Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-02343. It was reported the patient fell and lost effective therapy due to high impedances. Surgical intervention was undertaken to replace the leads, thus restoring therapy post-op.

Manufacturer narrative:
A patient experiencing ineffective stimulation and autoreducing due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.